Manufacturer narrative:
B5.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, the customer was using cold insulin and had not removed air from the cartridge. The customer re-loaded the cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with xxx units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was xx mg/dl.